Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm. Customer's blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer states there were not unattended alarms. Customer was assisted with troubleshooting and was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error and low battery. The power management tool confirmed power error and low battery were triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.